Manufacturer narrative:
Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Additional device: item/lot numbers unk.

Event description:
In (B)(6) 2003, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. On (B)(6) 2011, she underwent another procedure to reline the existing devices for endotension. No further complications were reported.